Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. Vascular damage - peripheral vessel: clinical states that, at the time of implant, the companion sheath was inserted without a guidewire resulting in artery dissection. Companion sheath, 14f introducer, and pump were returned. The companion sheath had a damaged tip and the partial tip missing. These supports the clinical that the companion sheath was used without guidewire. Therefore, the root cause of the vascular damage issue was use related to improper technique as evidenced in the product investigation.

Manufacturer narrative:
The pump and introducer were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported that a patient undergoing high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. It was reported that the team made the decision to also place a 7 french companion sheath for the hrpci. The team observed a vascular damage/perforation of the iliac artery from the wireless insertion of the 7 french sheath. The vessel damage prompted the pump to be explanted and covered with two stents to repair the artery. The patient later expired. It is unknown if the use of the impella was related to patient death. Thus, there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Addition findings during the investigation that there was introducer damage issue. There was a sheath tip split which happened due to the improper implant technique. H10 additional investigation findings were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27232-1. H6 medical device problem code 4008 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27232-1.